Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The reporter indicated that the wand was not able to establish communication with several patients' devices. Trouble shooting was performed for communication problems and communication was not successful. The non-working programming wand was returned to manufacturer for product analysis. The analysis revealed that the serial data cable, which produced communication errors, had an open conductor. The believed cause of the component failure is normal everyday usage of the device.